Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the inflammation at the ipg site has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced inflammation at the ipg site and signs of infection following the permanent scs implant procedure. As such, surgical intervention took place on (B)(6) 2020 wherein the ipg site was disinfected to prevent infection. Additionally, the patient was treated with injection and medication.